Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of decreased r-wave amplitude was confirmed in the laboratory via review of the r-wave amplitude trend graph. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the decrease in r-wave amplitude could not be confirmed.

Event description:
It was reported that the patient showed a gradual decrease in sensed r-wave amplitude over time. The lead and device were both explanted and replaced.